Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's ins was replaced because 2 of the 4 leads were not in the proper position. They were not getting any effect, some days ok, other days (were not). Pt said they went to their doctor and the manufacturer representative came in and did a mapping. Pt said the medtronic rep created a different program and pt got some improvement but still was getting up 4-5 times a night and not getting any rest. Pt said they saw their doctor who said: lets replace it so we know the lead is in the right place. Pt said they think the lead was not put in right place in the first place. Pt said they turned their previous stimulator off a few weeks ago (before replacement) and as soon as they did that their symptoms became much more severe. Pt said their stimulator was replaced last week and since replacement, it is like day and night, it is working fantastic, their incontinence is improved, they can finally get some sleep and right now when they turn stimulation up they have bilateral stimulation sensation on both sides of their pelvic area. Pt said when they turned stim up with their prior system they felt stim on only one side of their pelvic area.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.